Event description:
It was reported to philips that the geometry computer was unable to boot, preventing a full system boot. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not boot up. Upon functional testing, the fse found that the geo pc was not booting properly, which was impacting the bootup process of the whole system. The fse confirmed that the geo pc was defective and needed a replacement. The defective geo pc was returned for analysis, and it confirmed that the power supply unit (psu) was defective. To resolve the issue, the fse replaced the geometry computer and reloaded the software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.